Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that a power on reset (por) error code was displayed on the patient programmer at an outdoor concert. On the day prior to this report, the patient also had an ultrasound done of their knee. The por was not related to an overdischarge and there were no falls or trauma. The patient was able to successfully clear the por. When the implantable neurostimulator (ins) was checked, the ins was at 2.8v. The patient's therapy was adequate. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
Analysis of the ins 37601 activa pc neurostimulator s/n (B)(4) found no anomalies with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.